Event description:
It was reported that the person with diabetes (pwd) reported inserting a new infusion set and changing the insulin pump cassette earlier in the day after receiving a ¿high¿ glucose alert from the continuous glucose monitor (cgm). The previous infusion set had been worn for four days. The pwd was advised to change infusion sets every three days to help prevent scar tissue formation. To address the elevated glucose level, insulin was administered via multiple daily injections (mdi), resulting in a current blood glucose reading of 203 mg per dl. Upon inspection, the newly inserted infusion set was found to have a cannula that had detached from the adhesive pad, potentially compromising insulin delivery. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.